Event description:
Ten out of 31 batteries have failed (not lasting 18 mos) and have been returned to MFR. No pt contact. Failure discovered during routine preventative maintenance. Rptr is working with svc rep concerning this problem.